Event description:
The tip of the insertion handle of the femoral stem impactor broke off during placement of the femoral implant and became lodged in the anterior soft tissue in the distribution of the psoas muscle - the very small insertion handle tip was located via c-arm - several attempts to reach the tip were made from the posterior incision without success - given the small size and extra-articular location within the anterior soft tissue it was decided that making an anterior incision to retrieve the tip would create more risk than potential benefit so the tip was left in place.